Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, the patient sustained an impact to the implant site resulting in fixture loss. Reimplantation is planned; however, yet to have been confirmed to have occurred as of the date of this report.